Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse). The customers' bio-med discovered the error code in the event log and confirmed the reported issue. The rse made several suggestions to troubleshoot the issue. One was a potential parts replacement or to verify the pin alignment between solenoids and the data acquisition printed circuit board assembly (da pcba). The customers' bio-med re-seated the pin alignment between solenoids and the da pcba to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the troubleshooting, the device was placed back into service.

Manufacturer narrative:
Date of report: 28jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a proximal pressure sensor autozero failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.